Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/15/2014 with the following findings: investigation revealed moisture behind the display lens. There was evidence of corrosion observed in the battery compartment and on the battery cap spring. There was no visible damage to the pump casing. A leak test was performed and no leaks were found. The pump was opened to check for internal moisture damage, and no moisture damage was found aside from water droplets on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.